Manufacturer narrative:
The device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the error "b20" displayed and the endoscope image disappeared. The investigation to identify the causal place of the error found that the cause was on the video connector. X-ray analysis was conducted on the circuit board within the video connector and confirmed that a ground adjoining to a communication terminal was short-circuited by a soldering ball. The soldering ball was considered to be generated during manufacturing. A CAPA by olympus was opened and the cause was corrected.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. Omsc was informed that during a laparoscopic nephrectomy, error codes (216 and b30: communication error between endoscope and video processor) were displayed on the monitor and the endoscope image of the subject device was lost. The phenomenon reportedly occurred when 60 minutes passed from the beginning of the procedure. The facility completed the procedure using similar but another device. There was no patient injury report.